Manufacturer narrative:
Supplemental report is being submitted for analysis and investigation completion. Product event summary: the battery (bat214126) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the device revealed that the battery passed visual inspection. Functional testing revealed that the capacity of the battery was lower than expected. Internal visual inspection revealed no anomalies. It was noted that the battery had a cycle count of 282 and that there was a time difference of more than 1709 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. Additionally, functional testing revealed that the battery experienced a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange ba tteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. Furthermore, functional testing revealed that the battery was programmed with an incorrect chemistry ID firmware file, affecting the battery¿s estimation of its relative state of charge (rsoc). Analysis of the log files pertaining to the controller in use during the reported event, con313606, revealed a critical battery alarm logged on 07/oct/2020. During the critical battery alarm, the battery depleted from 56% rsoc to 9% rsoc. During this instance, the battery was not the active battery. As a result, the reported events were confirmed. The most likely root cause of the power consumption issue can be attributed to an expected degradation of the batteries as a result of non-usage over time. The most likely root cause of the observed high max error can be attributed to a battery that is out of calibration. The most likely root cause of observed incorrect chemistry ID can be attributed to a battery programmed with the incorrect chemistry ID during the manufacturing process, which caused the battery's capacity to drop below 10% rsoc, thus triggering a critical battery alarm. CAPA pr00471739 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was not returned for evaluation. Analysis of the log files pertaining to the controller in use during the reported event, the controller, revealed a critical battery alarm logged on 07-oct-2020. During the critical battery alarm, the battery depleted from 56% rsoc to 0% rsoc. During this instance, the battery was not the active battery. It is likely the reported estimation error is correlated to the patient perceiving the battery experiencing a power consumption issue. As a result, the reported event was confirmed. Given that the battery capacity suddenly depleted may be indicative of an estimation error. However, analysis could not be performed since the device was not returned. The most likely root cause of the reported critical battery alarm can be attributed to an estimation error, which resulted in the battery's capacity dropping below 10% rsoc, triggering a critical battery alarm. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm. The battery had a power consumption issue and immediately discharged. The battery was exchanged. No patient complications have been reported as a result of this event.